Event description:
Customer's mother is calling in saying she thinks she needs to speak with a supervisor. Mother states that they have 2 different issues. One (1), another box of sets keep crimping on them. Two (2), they are now having the same issues as they had around (B)(6) of this year and that time customer was hospitalized and so far no hospitalization thru far. Mother states they have changed out her infusion set 4 times today alone and the cannulas are bent about the last 20% and it looks like a "l" bg is over 500. Customer did treat with a manual injection. Mother states customer inserts using the serter and is standing while inserting. Customer is inserting on hip and is lean to begin with. ...I advised mother that there is also another set used for our lean customers that she can try and I will send her out samples as well as the serter is different.... Mother states customer has been having the issues with the bent cannula for the past year and it is not constant but lately it is happening more and with them having to change her set out 4x today alone she wanted to let us know. Mother would not like to t/s for hbg as she does not feel comfortable with daughter using the pump. I offered to replace customer's pump as mother is "scared to death" that customer will be hospitalized again. Mother states that customer is moving soon and will no longer be with someone in the house and if something was to happen one would be able to help her and they be 5 hours away.

Manufacturer narrative:
A CAPA investigated the possible materials and manufacturing origins of a bent or crimped or kinked soft cannula and could not establish a root cause in these areas. The CAPA was closed on june 2014.